Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the keyboard had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that multiple keys on the keyboard were not functioning. A field service engineer reseated the keyboard cable and rebooted the station, but the issue persisted. The engineer then replaced the keyboard to resolve the problem. The system functioned as intended after the field service engineer repaired the device.